Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6) of peritoneal dialysis (pd) peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced "pd peritonitis", manifested by cloudy effluent. Hospitalization was not reported and the severity was considered mild. On (B)(6) 2011 the patient began antibiotic treatment, per hospital protocol and indicated for "pd peritonitis," with vancomycin 2gm ip and ciprofloxacin 500mg "bd" for 2 days. On an unreported date in 2011, the patient recovered from the event of "pd peritonitis". The root cause of the "pd peritonitis" was not reported. Dianeal therapy was ongoing and unchanged. The nurse did not provide an opinion of causality for the event of "pd peritonitis" and the relation to dianeal unknown therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.